Event description:
Reporter alleged obtaining a result of 585 mg/dl on the compact plus system compared back to back with a result of 135 mg/dl on the doctor's system when testing was performed within 10 minutes. Reporter stated that the doctor chose to believe the result on the compact plus system and treated her with 15 units of insulin. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.